Event description:
It was reported that the patient experienced a wound infection approximately one week post routine changeout procedure. The implant able pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.